Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose reading of 560 mg/dl and ketones. It was stated that the customer is new to insulin pump therapy. While in the hospital, his healthcare professional made changes to the insulin pump settings. The father felt that the insulin pump was functioning properly, and declined troubleshooting. Nothing further was reported.